Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 357 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer does not use the sensor feature. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to performed displacement, rewind, basic occlusion, occlusion, prime/a33and excessive no delivery test due to blank display. Unable to verify motor error alarm due to blank display. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.